Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer reports a wrap "causing some blisters on my exposed skin". The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 24nov2015. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] caused some blisters in that area and is quite painful/what can I use to treat this burned area [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), lot number: m61545 12/04 and expiration date: nov2018 13:04, from an unspecified date at an unspecified frequency for an unspecified indication. She did not keep the heat wrap. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used one of wraps over her underwear but the fabric slipped from underneath the wrap, causing some blisters on her exposed skin. It caused some blisters in that area and was quite painful on an unspecified date. "What can I use to treat this burned area?" The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product quality investigation summary: the root cause category is non-assignable (complaint not confirmed). Consumer reports a wrap "causing some blisters on my exposed skin". The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria per (B)(4), effective date: 24nov2015. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: subsumed "what can I use to treat this burned area" into "caused some blisters in that area and is quite painful" and coded lower level term as burn blister. Additional information received on 25nov2017 from a contactable consumer includes: added lot number and expiration date. Follow-up (20dec2017): new information received from product quality complaints included that: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] caused some blisters in that area and is quite painful/what can I use to treat this burned area [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), lot number: m61545 12/04 and expiration date: nov2018 13:04, from an unspecified date at an unspecified frequency for an unspecified indication. She did not keep the heat wrap. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient used one of wraps over her underwear but the fabric slipped from underneath the wrap, causing some blisters on her exposed skin. It caused some blisters in that area and was quite painful on an unspecified date. "What can I use to treat this burned area?" The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: subsumed "what can I use to treat this burned area" into "caused some blisters in that area and is quite painful" and coded lower level term as burn blister. Additional information received on 25 nov 2017 from a contactable consumer includes: added lot number and expiration date. Company clinical evaluation comment based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burns second degree" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.